Event description:
The "rapid gas leaks" alarm sounded from the pump and the balloon was removed. There was no blood in the tubing even upon aspiration. The pump was switched for another and the same alarm occurred. Event complications: unknown - reported 3/20/98. Pt's current status: unk - reported 3/20/98.